Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced pn: 656811-21 common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The system was left to idle for four hours, and ten power cycles were performed with no issues. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that a "robot is not connected to tower" message appeared at power-up. Initial troubleshooting involved attempts to power cycle the system and perform an emergency power-off (epo) at the robot, along with moving the fiber cables. Despite these efforts, a 31030 error was encountered. The caller was guided through a complete power down and epo of the entire system, and cleaned all fiber connections during the call. After powering the system on again, the message persisted, indicating the robot was still not connected to the tower. There was no report of patient involvement or reported injury.